Event description:
The hcp reported the pt developed an infection after a disc laminectomy. The catheter was removed secondary to the infection and the pump was turned off and not filled with saline for 2 months. Once the infection cleared, the entire device system was replaced. The pt outcome after the surgery was not reported.